Event description:
It was reported by the patient that they experienced a heart rate below 60 beats per minute, which is less than the programmed lower rate of the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.